Event description:
Additional information was received from a consumer. The reporter noted the patient had a pump-o-gram done and it showed no fluid going through the catheter. The reporter noted "they couldn't do it right away before the patient had to go in right away to do a gall bladder surgery." It was noted the patient got sick after that surgery and had to go back in. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid (20.0mg/ml, 5.610mg/day) in an implantable pump for chronic low back pain and spinal pain. The patient experienced pain in her lower back and leg. The patient's normal pain was in her thoracic spine. The patient had a "pump-o-gram" and it showed the drug was not going through the pump. The patient was going to have surgery, but the reporter did not know the details. It was noted the patient had unrelated gall bladder surgery on (B)(6) 2015. Additional information was requested from the healthcare provider (hcp) regarding when the issue began, if the cause was determined, actions/interventions required, and if the issue resolved. If additional information is received, a follow-up report will be submi tted.